Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology at the time of implant are unknown. It was reported that during the final angiogram, a proximal type I endoleak was observed due to the endurant device landing lower then intended. The stent graft did not lay in the neck the way the physician wanted. The physician decided to implant an endurant cuff, resolving the endoleak. The cause of the event was likely due to the patient¿s reverse funnel aortic neck. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, inaccurate delivery), patient's condition affected effectiveness of device (anatomy related; reverse funnel shaped neck). Conclusion: known inherent risk of a procedure (endoleak, inaccurate delivery), device failure/lack of effectiveness related to patient condition (anatomy related; reverse funnel shaped neck).